Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
It was reported that there's intermittent issue with the defective sensors. Interruption occurs due to cable movement near the sensor. No known impact or consequence to patient.